Event description:
It was reported that prior to use of the implantable neurostimulator 977118 intellis pro, high impedance and inaccurate connection readings were identified during impedance testing. All connections were indicated as red during replacement, despite normal impedance values prior to the procedure. During one check, the top port 0-7 showed a green connection reading even though no lead was inserted, resulting in inaccurate information. Troubleshooting was performed by changing the implantable pulse generator (ipg), and after two attempts, good connection and impedance values within the international normalised ratio were achieved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.